Manufacturer narrative:
On (B)(6) 2017, the customer reported that the bg returned to target level (109 mg/dl). The customer had recently broken an arm and was in pain. Tandem technical support discussed with the customer that this may be a contributor to the high bg. The customer understood. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 560 mg/l earlier in the day and a bolus via the pump was delivered to lower the bg to 194 mg/dl. The customer did not know the cause of the high bg level. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection as the customer did not have additional supplies at the moment.